Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager, on refrigerator was loose and misaligned, causing it to fail and require recovery after each vend. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator remote manager (rm) adjustable hasp was falling off, causing the device to fail. A field service engineer (fse) replaced the hasp to resolve and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.